Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that stent struts on the distal end of the stent were pushed in a proximal direction. The undamaged section of the crimped stent outer diameter was measured and was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded on the distal balloon cones and were not subjected to positive pressure. The tip was visually and microscopically examined and signs of damage were noted at the distal edge of the tip. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 22mar2018. It was reported that crossing difficulties were encountered. The 90% moderately tortuous and severely calcified target lesion was located in the atrioventricular branch. A 2.50 x 24mm synergy¿ stent was advanced but failed to cross due to calcification. The device was removed and the procedure was completed with a drug coated balloon. No patient complications nor injuries were reported. However, returned device analysis revealed stent damage.